Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test result(s) with lab result(s) provided by end-user at time complaint was filed: date: (B)(6) 2011, inratio: 3.1, reference: 2.5, mean: 2.8, confidence limits: 1.7 - 3.8, result: pass. Date: (B)(6) 2011, inratio: 3.6, reference: 2.9, mean: 3.25, confidence limits: 1.9 - 4.6, result: pass. Reported results are within the confidence limits for passing accuracy comparison. The results are not considered discrepant within the context of the documented variability for inr testing. In-house testing has been performed on reported lot 247451 on (B)(6) 2011. Results as follows: inratio: 2.2, inratio: 2.1, inratio: 2.3, reference: 1.97, bias threshold: 1.47 - 2.47. Inratio: 4.2, inratio: 3.7, inratio: 4.2, reference: 2.91, bias threshold: 1.91 - 3.91. The minimum two out of three replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. No further investigation is necessary. (B)(4). Action threshold (B)(4) has reached. Strip lot in complaint has strip code 62935 which brick lot number 237418 was assigned and packaged into two strip lots (247450 and 247451). (B)(4). Due to this low occurrence rate, below the total complaint action threshold of (B)(4) corrective action is not required at this time as no product deficiency was established.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follow:" date: (B)(6)2011, inratio: 3.1, lab: 2.5. Date: (B)(6) 2011, inratio: 3.6, lab: 2.9. Target range is 2.5-3.5.